Event description:
The following was received via a user facility medwatch report ((B)(4)) on (B)(6) 2011: patient was found to be having low tidal volumes with the ventilator. Upon inspection of patient's ventilator tubing, multiple small holes were noted in the tubing closest to the patient; therefore, causing an air leak and condensation. Respiratory was notified and new tubing was placed. No patient harm identified from this event. This tubing was added to the ventilator to administer the nebulizer in-line. The sample was noted as not being available for evaluation. Despite numerous attempts, carefusion has not been provided with any additional information.

Manufacturer narrative:
(B)(4). A sample was not made available for evaluation. Samples of current process were evaluated for any issue related with to the reported condition and no similar issues were found. No lot number was available; therefore, a review of the device history record could not be performed. The manufacturing process was reviewed and no issues were found related to the reported condition; however, it was observed that the holes in the tube can be caused due to worn out molding blocks (tooling) and/or improper setup .the current process controls address these potential problems. This type of defect could be cause due to the blocks; however, since no sample is available for evaluation the root cause could not be identified. The manufacturing personnel were made aware of the reported condition. In addition, blocks have a maintenance program to avoid any issue that could cause this type of issue. Also, the process and tubes are reviewed by quality personnel to detect any anomalies.